Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect total bilirubin. ID (B)(6) initially generated an error but then repeated twice with architect total bilirubin of 20.0 and 20.0 mg/dl that was reported out of the laboratory. The account uses a normal total bilirubin range of 0.0 to 1.9 mg/dl. Prior to running the sample the quality control was in range, but after generating the elevated results, the quality control was out of range. The account installed new reagent of the same lot, calibrated the assay and reran the patient sample with lower results of 0.4 and 0.6 mg/dl. A corrected result report was sent. Patient gender was not provided. No impact to patient management was reported.

Manufacturer narrative:
Lot number correction from 43292fd01 to unknown. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Expiration date is not available due to the unknown total bilirubin reagent lot. Device manufacture date is not available due to the unknown total bilirubin reagent lot. The customer reported that falsely elevated results were generated for the architect total bilirubin reagent list number 6l45 which was calibrated with bilirubin calibrator list number 1e66 lot 43292fd01. The investigation performed included a review of the bilirubin calibrator performance, a specific review of the calibrator lot and instrument log review. Batch record review was completed. Certificates of analysis indicate the lot passes all acceptance requirements and released on (B)(6) 2017. A ticket search by product lot found no other tickets. The trend review by list number found no adverse or non-statistical trends related to this issue. A ticket search by product lot found no other complaints similar to the current complaint issue. No adverse or non-statistical trends were found over the past 12 months related to this issue. From the instrument log review, the result log shows the elevated and repeated results. The history log shows no errors occurred at the same time that the elevated results were tested. The maintenance log shows periodic maintenance was performed as required and maintenance is up-to-date. Review of product labeling revealed adequate labeling for the handling of calibrators, reagents, samples, interpretation of assay results, and troubleshooting this complaint issue. No product deficiency was identified.